Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that in one of his infusion sets, the tubing came away from the anchor at the clip part that had the needle due to which his blood glucose level reached 24 mmol/l without him realizing. This had occurred a few times while the patient was asleep in bed. No further information available.